Event description:
This is a case report received on (B)(4) 2012 by baxter (B)(4) technician from a customer. It was reported that on (B)(6) 2012 a pump with code 2m8063f; serial number (B)(4) presented the alarm f38. Process step was not indicated. There was no patient involved, no medical injury or adverse event reported. Additional information is not expected. Sample available for evaluation. This report was received by local complaint coordinator on (B)(4) 2013. Boris ID#:(B)(4). Actual evaluation date ((B)(4) 2012). On (B)(6) 2012 the customer reported a flogard pump with an alarm f38. It is unknown if this event occurred during patient use. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with an "f38" was confirmed in the sample evaluation task. The cause was an inoperative/defective force sensing resistors (fsrs). Service replaced the fsrs to resolve the reported problem.

Manufacturer narrative:
(B)(4). Additional information: the cause of the reported condition was due to a liquid spill which caused the force sensing resistors to be defective/inoperative.